Manufacturer narrative:
Reportable based on analysis of the returned specimen. As received, the specimen consisted of six-6 photographs and one-1 each damaged safari2 275cm x sml crv device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen length, formed curve dimensions of 2.65cm x 3.15cm, and finished diameter were all found to be within specification. A gage bushing certified to be .0355" passed over the length of the specimen to the proximal aspect of the core wire protrusion through the coil wraps with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The lot release testing included a non-destructive 100% proof test, in addition to a destructive pull test sample. The specimen presented a fracture of the core wire and approximately 17.5cm of core wire protruding through the outer coil wraps 23.9cm from the distal tip. The coil wraps adjacent to the distal tip joint were stretched to expose the distal aspect of the core wire fracture adjacent to the distal tip weld mass. The core wire presented a tensile overload fracture. The coil wraps to either aspect of the core wire penetration are stretched, consistent with tensile loading. The investigation concluded that the product met specification at the time of shipment. The dispenser configuration for this product includes an anti-migration device that must be removed prior to attempting to remove the device from the dispenser assembly. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that handling factors may have impacted on the event as reported.

Event description:
As reported by the distributor: when this device was tried to insert into the guiding catheter, the core part and the outer green part was observed to be peeling off, so it was replaced with another device. The procedure was completed with another device.